Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault on the system controller. The driveline communication fault was confirmed and log files were retrieved. The modular cable and the system controller were replaced and the alarms resolved. The patient was sent home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarms was confirmed via the submitted log files and was reproduced. A review of the submitted controller event log files spanned approximately 23 minutes (B)(6) 2023 from 12:11:57 ¿ 12:34:36 per time stamp). Throughout the entire log file, the driveline comm fault alarm was active due to a com a fault. The onset of the alarm was not captured due to events being overwritten. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted controller periodic log files spanned approximately 64 days (B)(6) 2023 per time stamp). The activation of the driveline comm fault alarm was present on (B)(6) 2023 at 16:12:58. No other notable alarms were active in the log file. The returned modular cable, lot 6397777, was connected to the returned system controller, hm3 pump, patient cable, power module, and system monitor operating the system without issue. The modular cable wires were tested for conductor breakdown which revealed an open wire along with high resistances. The outer layer was stripped, the black ground a wire was found to be severed, and the green com a wire was almost severed about 3.5 inches from the inline strain relief. When the modular cable com a wire was manipulated, the reported alarm was reproduced. There was no damage to the outer layer of the cable in the area of the wire damage. The root cause for the reported event was determined to be related to wire fatigue in the modular cable from repetitive flexing of the cable over time. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook (rev g) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. G) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. G) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. No further information was provided. The manufacturer is closing the file on this event.